Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The customer stated that the insulin pump was exposed to an MRI. Ran a displacement test and the test failed. Had the customer to rewind the insulin pump and then attempted to push the insulin through by priming, but the motor alarm reoccurred. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the rewind process as a result of a motor encoder signal being out of phase. Unable to perform the displacement test and further testing was not performed due to the motor error alarms.